Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting rapidly, and subsequently shut down. Customer's blood glucose level was 600 mg/dl. Customer required assistance addressing bg level with a bolus via the pump. The customer declined to provide additional information regarding the issue.